Manufacturer narrative:
Complaint not confirmed. The device was not returned for evaluation; no pictures were provided. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.

Event description:
On 3/16/2022, it was reported by a sales representative via phone that an ar-1588btb-ib tightrope® ii btb while passing the suture through the splice, got stuck and the wire broke and could not fully be cinched. Everything was removed from the patient and there were no loose fragments from the wire. Another ar-1588btb-ib tightrope® ii btb was opened to completed the procedure. This was discovered during an acl procedure on (B)(6) 2022.